Manufacturer narrative:
The investigation did not identify a product problem. All results were comparable to the competitor measurements for the medical interpretation based on the assay¿s reference range.

Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable thyroid results for 1 patient tested on a cobas 8000 e 801 module. From the data provided, the investigation site's elecsys ft4 ii assay and elecsys ft4 iii assay results tested on a cobas e801 and compared to a centaur were discrepant. This medwatch will cover ft4 iii. Please refer to the patient identifier (B)(4) for information on ft4 ii. Refer to the attachment for patient data. It was unknown if the results in question were reported outside of the laboratory. The cobas e801 serial number used at the customer's site was requested but not provided. The ft4 iii reagent lot used at the customer site was requested but was not provided. The investigation site's cobas e801 serial number was (B)(4).